Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Visual analysis found grommet damage and rounded setscrew.

Event description:
It was reported that during the implant procedure, the device implant was attempted but not used due to a non-operational setscrew. The device was not implanted. No patient complications have been reported as a result of this event.